Manufacturer narrative:
H6: investigation summary: two photos received by our quality team for investigation. Upon visual inspection, blister pack appears empty and sealed, the second image is not clear, it is only possible to observe two needles inside the packaging. Physical samples are necessary to further evaluate the incident of epoxy reported. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd needle 21ga 1-1/4in lax there was epoxy on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I tell you that during our process we have been detecting packing without a needle and excess white resin.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd needle 21ga 1-1/4in lax there was epoxy on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I tell you that during our process we have been detecting packing without a needle and excess white resin.